Event description:
It was reported that there was a right ventricular (rv) lead integrity warning and episodes with double counting of the qrs were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364vrm implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.